Event description:
Upon testing the foley catheter balloon by inflating it slowly with the provided water in the kit, the balloon was noted to have a leak and could not hold the volume. Balloon at the tip had a hole which was noted when inflated in testing it before insertion. Device was not used on a patient. No adverse event. Not used on a patient. Defect noted when testing balloon before insertion.